Manufacturer narrative:
Koraen-smith l, krasun m, bottai m, hedin u, wahlgren cm, gillgren p. Haemodialysis access thrombosis: outcomes after surgical thrombectomy versus catheter-directed thrombolytic infusion. The journal of vascular access. 2018;19(6):535-541. Doi:10.1177/1129729818761277. If information is provided in the future, a supplemental report will be issued.

Event description:
Koraen-smith l, krasun m, bottai m, hedin u, wahlgren cm, gillgren p. Haemodialysis access thrombosis: outcomes after surgical thrombectomy versus catheter-directed thrombolytic infusion. The journal of vascular access. 2018;19(6):535-541. Doi:10.1177/1129729818761277. Medtronic literature review found a report of patient complications in association with a cragg-mcnamara infusion catheter. The purpose of this article was to investigate the clinical outcomes of an endovascular approach with catheter-directed thrombolytic infusion versus open surgery for the first episode of thrombosis of both arteriovenous grafts (avgs) and arteriovenous fistulas (avfs). 131 procedures were included, 41 of which used the cragg-mcnamara infusion catheter for thrombolysis. The median age was 65 years, and 11 of the patients were female. The other 90 procedures included in the study involved a surgical thrombectomy. The article does not state any technical issues during use of the cragg-mcnamara infusion catheter. The following intra- or post-procedural outcomes were noted: - between both the surgical thrombectomy and thrombolysis group, 38 patients had at least one assistive procedure done after their primary procedure for access thrombosis. Fifteen patients had at least two additional procedures, 9 patients had at least 3 additional procedures, and 2 patients had 4 additional procedures. These consisted of balloon angioplasty, anastomotic revision, interposition grafting, stenting, and diagnostic angiography. - there were 37/42 adjunctive procedures in the thrombolysis group. These include percutaneous transluminal angioplasty (pta) (34 cases), open anastomotic revision (4 cases), open interposition grafting (1 case), intraoperative angiography (41 cases), angiojet device use (8 cases), and stent/stent graft (2 cases). - technical success (defined as the ability to undergo at least one successful dialysis session after intervention) was achieved in 74% of thrombolysis cases (31 of 42).